Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the exposed portion of the soft cannula did not find it bent or kinked. No issues with the fluid path were noted that would cause high blood glucose levels.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 406 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent in an ¿l¿ shape forward with a curve and patient smelt insulin. As treatment, a manual injection of insulin 15u was injected, another manual injection of 20u was injected and a new pod was applied. Patient used a bandaid and used IV prep pad when putting the pod on. Patient¿s history: 44 bg 5:56 pm, (B)(6) 2018 , 129 bg midnight , 6 am 401 bg, 7:30 am 374 bg, gave 15 units of insulin with a manual shot , 9:15 am 300 bg, 11:46 am 281 bg, 4 pm 406 bg.